Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power converter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The power converter was returned for analysis. Functional testing determined that the power converted was malfunctioning causing the reported issue. Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 3 : s/n (B)(4); product ID: bi71000176, serial/lot #: rev. 3 : (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system stopped without prompt from the user while driving the unit up a ramp. It was reported that indications of a thermal event via odor were observed and that the drive bar was unresponsive when pressed, and the emergency brake was not engaged. The imaging system was rebooted without resolution and to move the imaging system, the clutch was manually released and the imaging system was pushed. There was no patient present when this issue was identified.